Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 510 mg/dl and the cause was not known. A bolus via insulin injection was administered. As the high bg had been resolved, tandem technical support advised the customer to discuss the event with a healthcare provider.